Event description:
Information was received from a patient regarding an external device. The reason for call was that when they tried recharging the ins, the controller just spun around on checking the recharger. Pt said that at one point in time, they felt a warm area in their back when they didn't have any of the equipment over the ins. Pt said that they hadn't been able to charge the ins in over two weeks. Pt said that they were sent a replacement recharger that had worked well. Pt's wife then came on the phone to assist with troubleshooting and finish the call. Agent had the pt reset the controller. Caller saw no apparent damage to the equipment. Agent had the pt initiate an ins recharging session. The controller got stuck spinning on checking the recharger and would not advance. Agent reviewed controller replacement with the caller. The issue was not resolved. An email was sent to the repair department to replace the controller.

Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.